Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reported by foreign hospital that their vns therapy programming handheld was not performing correctly, as they could not get their software to properly load. Handheld and software were subsequently returned to manufacturer for product analysis. An analysis was performed on the flashcard and the reported complaint was verified during testing. The cause for the complaint was found to be associated with the ncp61.arm.cab file being corrupted. The analysis could not determine how the database was corrupted based on the returned flashcard. Once the npc61.arm.cab file was replaced with a known good file, no other anomalies on the flashcard or handheld device performance were noted during testing using the ac adapter or the main battery with a full charge.